Manufacturer narrative:
If a sample or pictures are sent, investigation will be completed and a follow-up report will be filed. (B)(4).

Event description:
The catheter was placed on (B)(6)2009 and when it was removed, five to 7 days later, the catheter had broken off in her vein. She required surgical removal of the catheter. Incident occurred at the (B)(6) hospital and was reported by the pt.